Manufacturer narrative:
The product received 220-0729: bone manipulation screw, 2.4 mm x 8 mm was in visually inspected through packaging due to the fact was cleaned but not sterilized. Due to the fact the pn was not visible the package was opened and a picture of the pn was taken, the breakage occurred 2 threads before the thread pull-out of the screw, and at this moment the root cause cannot be established. Both pieces were packaged back and labeled. No action items are recommended currently and cause not established.

Event description:
It was reported that the surgeon was utilizing the "bone manipulation screw" to reduce a fractured zygoma when the tip broke off in the patients zygoma. We spent approximately 10 min to extract the tip from the bone. The case continued on after that without incident. (Reported delay of 10-15 minutes).